Manufacturer narrative:
Insufficient device information provided, unable to perform any investigation at this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Wound of the tail of the eyebrow in a little girl of (B)(6) years and partial closure by liquiband 10 days earlier. Medical visit in a general practitioner for infection. Prescription of antibiotics (augmentin and fusidic acid). Visit to emergency unit on (B)(6) 2015 for very voluminous orbital abscess and incipient necrosis of the upper eyelid.